Event description:
The patient reported she developed tautness in the lead wire and underwent surgery to remove part of the coil. Multiple follow up attempts were performed with the patient's last known follow up physician and the implanting surgeon but no additional or relevant information has been received to date.